Manufacturer narrative:
Please refer to the attached report. Analysis of provided programmer files led to the following observations: this event is probably due to a telemetry error which led to a software bug of the smarttouch which prevents the programmer that to decipher the patient data, an encryption key reading is required. When the event occurs, it is not needed to reprogram the patient data since there are still present in the device memory. A simple re-interrogation of the device is sufficient whilst avoiding telemetry errors (correct telemetry head positioning) before the programmer module is displayed. No issue is suspected on the crt-d

Event description:
Reportedly, on (B)(6) 2024, new system implanted. All patient data (name, gender, date of birth, disease, leads information, date of implantation) was confirmed to be lost at a follow-up check on (B)(6) 2024. Re-interrogating resolved the issue and patient data was displayed.